Event description:
It was reported that an occlusion alarm occurred. No additional information was provided. Customer's blood glucose was less than 200 to in the 280's mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.